Event description:
A discordant, falsely elevated calcium result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not released to the physician(s). The patient sample was repeated on the same instrument and resulted as expected. The correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and found some bacterial contamination in the small water reservoir on the system. The fse decontaminated the system, ran quality controls and precision and the system is performing within specification. The cause of the discordant, falsely elevated calcium result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.